Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Initial reporter full name: (B)(6). Additional contact person - (B)(6). Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4) h3 other text : device not returned.

Event description:
It was reported that after approximately five minutes of intra-aortic balloon (iab) therapy, the console generated an autofill failure alarm. A new aib was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.